Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2018-02233.

Event description:
The patient was undergoing a coil embolization procedure using penumbra coil 400s (pc400s). During the procedure, the physician felt resistance while advancing a pc400 through a lantern delivery microcatheter (lantern), despite multiple attempts to advance it. The physician therefore removed the lantern and the pc400. Upon removal, the physician noticed that the pc400 was fractured and the lantern was kinked. The procedure was completed using a px slim delivery microcatheter (px slim) and a new pc400. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the distal tip of the lantern was ovalized approximately 149.0 ¿ 149.5 cm from the hub. Conclusions: evaluation of the returned pc400 revealed a device with offset coil winds, but no fracture. The reported complaint mentioned that resistance was experienced at the distal end of the lantern microcatheter when advancing the pc400. If the pc400 is advanced against resistance, damage such as this may occur. The ovalization found on the distal tip of the lantern was determined to be the probable cause of the reported resistance experienced during the procedure. Evaluation of the returned lantern revealed a flattened distal tip. Possible causes of this damage could be forcefully gripping or pinching the device during use; or interaction with the stent at the location of the procedure. During functional testing, the returned pc400 was unable to advance past the distal ovalization on the lantern. The cause of the ovalization could not be determined. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using penumbra coil 400s (pc400s). During the procedure, the physician felt resistance while advancing a pc400 through a lantern delivery microcatheter (lantern), despite multiple attempts to advance it. The physician therefore removed the lantern and the pc400. It was reported that the tip of the lantern was kinked. Additionally, it was noted that distortion was confirmed at the tip and at the end of the embolization coil; however, no damage was recognized on the pusher assembly. The procedure was then completed using a px slim delivery microcatheter (px slim) and a new pc400. There was no report of an adverse effect to the patient.